Manufacturer narrative:
Weight-race:unk. (B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo 12.6 implantable collamer lens of -8.5 diopter was being implanted into the patients left eye (os) when lens tear/break during injection/ delivery into the eye. There was patient contact but no patient injury. On (B)(6) 2022 the lens was implanted; removed and replaced intra-operatively for a same model; size and diopter lens. The replacement lens resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
Corrected data: b5: "the reporter indicated that the surgeon implanted a 12.6mm vicmo 12.6 implantable collamer lens of -8.5 diopter into the patient's left eye (os) on (B)(6) 2022. Reportedly the lens tore/broke during injection/ delivery into the eye. There was patient contact but no patient injury. On the same day separate surgery the lens was removed and replaced intra-operatively for the same model/length lens. The problem was resolved. Cause is reported as unknown." Claim#: (B)(4).

Manufacturer narrative:
Corrected data: b5- "-8.5 diopter should be corrected to -6.5". H6 -type of investigation: lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).